Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted on (B)(6) 2012 with a bifurcated stent, a suprarenal aortic extension, an infrarenal aortic extension, and two limb extensions. On (B)(6) 2013 a computed tomography (CT) showed a type 2 endoleak and on (B)(6) 2013 the physician elected to clip the ima. On (B)(6) 2016 the patient had a echodoppler completed which showed aneurysm sac growth from 58mm to 69mm. The physician requested a CT scan to check for an endoleak. A CT was completed on (B)(6) 2017 and showed no endoleak and an aneurysm sac size of 69mm x 74mm. The patient had an additional echodoppler completed on (B)(6) 2017 which showed no visible endoleak from the devices, no holes in the devices, however, a type 2 endoleak was seen coming from a large right lumbar artery. The physician is planning to embolize the type 2 endoleak and proactively re-line with a bifurcated stent to reinforce the strata material. The completion of a secondary intervention has not been reported to us.